Event description:
The user facility reported that the guiding sheath "snapped in half" as the tech was attempting to withdrawal the device from the patient after a complicated procedure. Reported sequence of events: a dissection of the popliteal artery occurred while performing an interventional procedure with a silver hawk device; a balloon was placed in the vessel and inflated to stop the bleeding until the patient was transferred to surgery; the guiding sheath was left in the arteries for 15-18 hours after the surgery; the tech attempting to withdraw the device from the patient, but said it felt like the guiding sheath was "stuck to the vessel wall" when the plastic sheathing started to separate; and the inner coil wire remained in tact so that the entire sheath was able to be withdrawn without further intervention

Manufacturer narrative:
Results - is based upon user facility information & returned sample evaluation; is based upon reserve sample evaluation. Conclusion - is based upon user facility information & returned sample evaluation; is based upon reserve sample evaluation. The failure investigation was based on assessment of the user facility information, returned sample, and representative retained samples. Quality record review and trending were limited due to lack of specific product code/ lot number information. Visual examination of the return sample confirmed the reported separation of the distal portion of the plastic sheathing, in addition to stretching of the material. Inspection and testing of the retained samples found no defects or anomalies and product performance specifications were met. While the cause of the reported events cannot be definitely determined based on the available information, the event description and returned sample appearance are consistent with the sheath having been damaged as a result of continuing to attempt to withdraw the device against resistance. There is no indication that the reported events were related to a pre-existing device defect. The device labeling states in the instructions-for-use: "advance or withdraw the sheath slowly. If resistance is met, do not advance or withdraw the sheath until the cause or resistance has been determined." All available information has been placed on file in quality assurance for appropriate tracking, trending and follow up.